Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that the left ventricular lead caused phrenic stimulation to the patient. The lead was explanted and replaced with a new epicardial lead placed on the posterior lateral left ventricular. No patient complications have been reported as a result of this event.